Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that customer's blood glucose was 500 mg/dl and insulin pump was stating that bolus amount was exceeded and caller was not sure how to treat customer. Customer was assisted and advised that for safety reasons, the max bolus were set to 25.3 and 25 was already given. Caller was advised to treat with the remaining .3. Caller states that customer was on dialysis and blood glucose was elevated due to the change in solution. Caller was waiting for further instructions from healthcare professional.